Manufacturer narrative:
Date of report received: 07 jun 2019 MFR received date: 27 may 2019. A light emitting diode (led) circuit panel was returned to failure investigator (fi) lab for evaluation. Visual inspection of the led circuit panel revealed evidence of a broken trace on the led circuit traces. The led circuit panel was installed in the fi test ventilator. Operational test was performed and the ventilator powered up from ac and delivered breaths. The mains led indicator light is not on when ac power is connected. The returned part did not pass extended self testing (est) due to mains and low led did not illuminate. Trace to low and mains were electrically open. The root cause for the reported issue is due to broken led circuit trace. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07mar2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issues. Fse replaced the unit's power status overlay and external oxygen sensor to resolve the reported issues unit was tested and passed all testing. Unit was returned to service.

Event description:
During preventative maintenance (pm) unit was found to have a dim led indicator and an oxygen sensor not reading correctly. The customer reported there was no patient involvement. Event date not specified; estimate used.